Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed "restart the system" during patient therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be in specification in relation to the reported symptom, which was not reproduced. It was found that system error 322 was found in the log prior to remedation on (B)(4) 2015, and has not experienced the system error after remediation and did not identify any component causality.